Manufacturer narrative:
No audio/vibrate anomaly/absence of alarm anomaly confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose during the incident was 39 mg/dl. Customer states insulin pump had an audio anomaly. The device was not making any sound when alarming. They did not hear beeps when the audio volume settings were saved. The device did not pass troubleshooting. The customer also reported that the device was no longer alarming for low blood glucose alerts. Customer treated with food. The customer also reported blood glucose levels of 50 mg/dl and 55 mg/dl. The customer's blood glucose level was 132 mg/dl at the time of the call. The customer was wearing the insulin pump within 48 hours of the reported low blood glucose event. Auto mode was not used at the time of the incident. The device will be returned for analysis.